Event description:
The duett sealing device was deployed following a diagnostic procedure (via 6f sheath). Shortly after deployment, the pt developed an ischemic leg. The pt required a surgical thrombectomy to revascularize the leg. The pt had no further problems after revascularization.